Event description:
A report was received that the patient's anchors were protruding in his back causing discomfort. Pocket site discomfort was also noted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no actual breakage of the skin.

Event description:
A report was received that the patient's anchors were protruding in his back causing discomfort. Pocket site discomfort was also noted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated and the anchors were explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's anchors were protruding in his back causing discomfort. Pocket site discomfort was also noted. The patient will undergo a revision procedure.